Event description:
It was reported that an ilet pump exhibited internal leakage from multiple insulin cartridges during tubing fill, described as fluid escaping around the plunger sides and attributed by the user to piston action; the issue persisted across multiple cartridge lots and did not occur with the prior pump, and the device was replaced. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl and thirst. Outcomes included approximately 3.5 hours of glucose outside target, transition to multiple daily injections for back-up therapy, and no medical intervention or hospitalization. Investigation included a review of device history and complaint information, confirmation of alert behavior with instructions to shut down the device, and logistical verification of replacement and return. Investigation of this case revealed a suspected pump-to-cartridge interface problem consistent with leakage at the cartridge plunger area, with the affected component identified as the cartridge and associated pump piston interface. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending further evaluation of the returned device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.